Manufacturer narrative:
(B)(4). The device history review could for the product hemolok ml clips 6/cart 84/box lot# 73f1800750 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user pressed an applier against a cartridge to load a clip, the clip broke. This occurred again to another cartridge, and the user was able to load clips with the third cartridge.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with two clips broken in half at the hinge and no intact clips remaining in it. The clips in the cartridge were the halves of the clips with the pierced bosses. The halves of the clips with the hooks were not returned. R & d was consulted , and it could not be determined exactly how or what caused the clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clips broke during loading" was confirmed based upon the sample received. The cartridge was returned with two clips broken in half at the hinge and no intact clips remaining in it. R & d was consulted , and it could not be determined exactly how or what caused the clips to break in half at the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that when the user pressed an applier against a cartridge to load a clip, the clip broke. This occurred again to another cartridge, and the user was able to load clips with the third cartridge.